Event description:
It was reported that the patient presented to the emergency room after receiving multiple inappropriate shocks possibly due to atrial fibrillation (af) with rapid ventricular response (rvr). Follow-up information was received from the clinic indicating that the patient had not been seen since their emergency room visit; however, a routine follow-up visit is scheduled. The clinic also confirmed that the patient was shocked due to af with rvr. It was noted that the patient was not taking their beta blocker or digoxin. The patient was instructed to start taking their medications and to follow-up with their primary care physician and cardiologist. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.